Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented for a routine follow-up with an alert for non-sustained rv oversensing. Upon review, undersensing was observed. Programming changes were made.